Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: h6. Device code - remove 1354. Result code - remove 3233. Conclusion code - remove 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx2 bifurcated and suprarenal was initially implanted. The patient presented two (2) years post-op symptomatic showing decreased overlap and evidence of a type iiia endoleak. A secondary intervention was completed on (B)(6) 2018 to treat the type iiia endoleak with the placement of two (2) infrarenal cuffs and one (1) suprarenal cuff. The endoleak was successfully resolved at the completion of the re-intervention. As of the date of this report, there have been no additional patient sequelae reported.